Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller with an evac 70 xtra wand, upon connection the wand would not activate. Another controller was tried, yet yielded the same result. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.